Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient had pacemaker implant and left hospital eight days later. Patient "suddenly died on the way home for unknown reason." The cause of death has been requested and not received.